Manufacturer narrative:
During follow-up, the patient said she sometimes experiences too little lubricant on some units, and she usually just discards them.

Event description:
Intermittent catheter patient (user) said the catheters gave her a urinary tract infection (uti) concurrent with catheter use because she did not have enough lube on them. During follow-up, the patient said she was prescribed an antibiotic, took the full course, but did not recover right away. She had to be placed on medication a while longer since she has other health issues which require multiple medications including painkillers.